Manufacturer narrative:
Product analysis #(B)(4). Equipment used: video inspection system (m-78210), ruler (m-83361) drawing(s) referenced: n/a. As found condition: the pipeline flex embolization device was returned for analysis within a shipping box; and within a plastic bio-pouch. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. In addition, the pipeline flex pushwire appeared to be detached at the hypotube proximal to the wire weld. The distal and proximal dps restraints were found intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No other anomalies were observed. Testing/analysis: the end of the detached pushwire was sent out for sem/eds analysis. Conclusion: based on the analysis findings and sem/eds analyses, the pipeline flex was confirmed to have ¿pushwire break/separation¿ as the returned pushwire appeared to be detached at hypotube proximal to the wire weld. The distal wire of the pipeline flex delivery system was possibly detached due to the solder tensile failure. The pipeline flex braid was found to be damaged. However, the root cause for damages could not be determined. In addition, a review of the manufacturing process (mp1664, mp1647, mp1720, vs2022) did not uncover any deficiencies with regard to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. In addition, the elemental analysis conducted through scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure involving a pipeline embolization device, an unruptured, saccular aneurysm was located in the ophthalmic artery segment. The aneurysm measured a maximum diameter of 5.1 mm and a neck diameter of 6.1 mm. Landing zone: distal: 4.7 mm and proximal: 4.9 mm. Vessel tortuosity was moderate. The push guidewire of the stent broke during the withdrawal and anchoring process, with damage observed as a break in the distal section. The broken segment of the pushwire was successfully removed from the patient using a catheter. Dual antiplatelet treatment was administered, and satisfactory postoperative angiography results were achieved. The device was explanted and replaced.